Manufacturer narrative:
(B)(4) date sent: 11/02/2020 d4: batch # t5ea6a device analysis: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. Attempts to fire the device upon installation of test battery were unsuccessful. Upon disassembly, the traces on the flex circuit were found to be broken, causing intermittent continuity. These broken traces were found to cause the device to not function as intended. No conclusion could be reached on what caused the flex circuit damaged noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device was unresponsive at all and could not be fired although the firing trigger was grasped. The backlight was lighted. The green check mark was not lighted. The device was used between rectum and colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.